Event description:
Patient reported seroma (late). Also reported, "peri implant free fluid" for right side. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d4, d6b, g2, h6.

Event description:
Healthcare professional additionally reported "peri-implant free fluid related to implant rupture."

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation is seroma-late.

Event description:
Patient reported "peri implant free fluid" for right side. The device remains implanted.